Event description:
It was reported that during the patient's device replacement procedure there was evidence of t-wave oversensing on the patient's right ventricular (rv) lead during lead analysis. The pace/sense portion of the rv lead was then capped and replaced with another lead and the high voltage portion of the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.